Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an accolade tmzf and lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009, and was revised on (B)(6) 2021. It is further alleged that during the revision surgery it was noted that the neck of the prosthesis had broken and the femoral head with the piece of the neck inside were sitting in the socket.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.